Event description:
It was reported by clinicians in ICU/progressive care issues with nuisance air-in-line (ail) alarms (no visible air). The clinicians¿ normal procedure is to switch out the alaris device. The nurses were not able to locate the ail sensor for troubleshooting. This was reported to bd representatives during their site visit. Bd provided education. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by clinicians in ICU/progressive care issues with nuisance air-in-line (ail) alarms (no visible air). The clinicians¿ normal procedure is to switch out the alaris device. The nurses were not able to locate the ail sensor for troubleshooting. This was reported to bd representatives during their site visit. Bd provided education. There was patient involvement but no harm.